Event description:
This report summarizes one (1) malfunction event. A review of the event involved loose abutment. No patient adverse events were reported. No information regarding patient demographics were provided.

Manufacturer narrative:
The loose abutment was caused by the patient not following after-care instructions. The patient bit into something hard which contributed to the movement casue the abutment to become loose. The damaged abutment was returned for evaluation. Nonconformances were noted during the manufacturing of the item. Therefore, the item was manufactured to specifiations. Not following after-care instructions can contributed to the abutment malfunctioning. Updated information the original file was sent on 10/29/2021 for 3rd quarter 2021.the details for report number 1060818-2021-12028 were previously submitted on 10/29/2021. The original report was accidentally overwritten on 11/10/2021 when a single MDR event dated 10/11/2021 for complaint (B)(4) was processed, keyed, and transmitted. The single MDR event for complaint (B)(4) should have not been assigned 1060818-2021-12028 because 1060818-2021-12028 had already been used and transmitted. Report number 1060818-2021-12028 was originally slated for the 2021 3rd quarter voluntary summary malfunction report covering fractured hex abutments. MFR report number 1060818-2021-15682 was created to allow for the correction of the single MDR event associated with complaint number (B)(4). Overall, the submission of 1060818-2021-12028 is to correct and reinstate report 1060818-2021-12028 which was overwritten in error on 11/10/2021.

Manufacturer narrative:
The loose abutment was caused by the patient not following after-care instructions. The patient bit into something hard which contributed to the movement cause the abutment to become loose. The damaged abutment was returned for evaluation. Nonconformances were noted during the manufacturing of the item. Therefore, the item was manufactured to specifications. Not following after-care instructions can contributed to the abutment malfunctioning. Updated information the original file was sent on 10/29/2021 for 3rd quarter 2021. The details for report number 1060818-2021-12028 were previously submitted on 10/29/2021. The original report was accidentally overwritten on 11/10/2021 when a single MDR event dated 10/11/2021 for complaint (B)(4) was processed, keyed, and transmitted. The single MDR event for complaint (B)(4) should have not been assigned 1060818-2021-12028 because 1060818-2021-12028 had already been used and transmitted. Report number 1060818-2021-12028 was originally slated for the 2021 3rd quarter voluntary summary malfunction report covering fractured hex abutments. MFR report number 1060818-2021-15682 was created to allow for the correction of the single MDR event associated with complaint number (B)(4). Overall, the submission of 1060818-2021-12028 is to correct and reinstate report 1060818-2021-12028 which was overwritten in error on 11/10/2021.

Event description:
This report summarizes one (1) malfunction event. A review of the event involved loose abutment. No patient adverse events were reported. No information regarding patient demographics were provided.

Event description:
This report summarizes one malfunction event. A review of the event indicated that the reported abutment demonstrated a loose abutment. The report was received from one source. No patient adverse event was reported. No information regarding the patient demographic was provided.